Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital. The customer did not provide further information regarding the cause of their hospitalization. The customer reported having blood glucose higher than usual. Her blood glucose was in the 200 mg/dl and 300 mg/dl range. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.